Manufacturer narrative:
Unknown manufacturer:(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review could not be completed due to the provided material and lot numbers for this complaint being 'unknown.' To aid in the investigation, the related complaint 1893574 provided three photos for evaluation by our quality team. Two of the photos show a barrel damaged with a crack that goes from the bottom of the barrel to about the 37ml mark. The third photo has a label indicating what drug has been used with the syringes. Investigation conclusion: based on the investigation and with the photo sample analysis provided from the complaint (B)(4) the symptom reported by the customer is confirmed. Root cause description: it could be possible for this defect to occur during the assembly process. If a jam occurred where the plunger rod-rubber stopper is assembled to the barrel it could have induced the crack. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ syringe barrel was damaged. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I¿m getting an, as yet unconfirmed, report of another incident involving the same kind of damage to the barrel of the syringe".

Manufacturer narrative:
H.6. Investigation: a device history record review could not be completed due to the provided material and lot numbers for this complaint being 'unknown.' To aid in the investigation, a related complaint provided three photos for evaluation by our quality team. Two of the photos show a barrel damaged with a crack that goes from the bottom of the barrel to about the 37ml mark. The third photo has a label indicating what drug has been used with the syringes. It could be possible for this defect to occur during the assembly process. If a jam occurred where the plunger rod-rubber stopper is assembled to the barrel it could have induced the crack. Based on the investigation and with the photo sample analysis provided from the related complaint the symptom reported by the customer is confirmed.

Event description:
It was reported that the unspecified bd¿ syringe barrel was damaged. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I¿m getting an, as yet unconfirmed, report of another incident involving the same kind of damage to the barrel of the syringe."